Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good condition. Accuracy tests were performed. Accuracy test results were: +2.61%, +2.61%, and +2.53%. The customer's problem was not confirmed. No fault was found. The device passed all functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the accuracy test at 7.4%. There was no patient involvement, and no patient harm/adverse event reported.